Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the pipeline was not placed in a vessel bend when it failed to open, it was in the straight section. Additional steps or other devices attempted to open the pipeline included it being retrieved and released multiple times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during aneurysm surgery, the tip end of the stent could not be opened. After several attempts, the tip end of the stent could not be opened. The system was withdrawn. The tip end of the stent was stuck in the microcatheter. Device was replaced with another stent (400-18). The stent opened well and the operation went smoothly. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured c6 aneurysm with a max diameter of 5.6mm and a 5.4mm neck diameter. The landing zone was 4.0mm distally and 3.9mm proximally. It was noted the patient's vessel tortuosity was moderate. Angiographic result post procedure was vascular patency.

Manufacturer narrative:
Product analysis (B)(4). Equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel . As found condition: the pipeline flex was returned stuck inside the xt-27 catheter; inside of a sealed bio-hazard bag and a shipping box. The xt-27 was found to be compatible for use with the pipeline flex as it has an inner diameter (ID) of 0.027. Damage location details: the tip coil appeared to be kinked. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was found fully opened and frayed. No defects were found with the distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 3.0cm to 16.0cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed as the pipeline flex was returned stuck inside the xt-27 catheter. In addition, the distal end of the braid was not opened due to damaged braid. From the damages seen on the catheter (accordioning), tip coil (kinking), braid (fraying), and hypotube (stretching); it appears there was a high force used. It is possible these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. The cause of failure to open and resistance could not be determined. The customer reported that the vessel tortuosity was moderate., ruling out vessel tortuosity as a potential cause. Possible causes include damaged braid and lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.